Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4) study, it was reported that post percutaneous coronary intervention, myocardial infarction occurred. On (B)(6) 2013, clinical status assessment indicated that the subject's qualifying condition was silent ischemia and the subject was referred for elective cardiac catheterization. Target lesion #1 was located in the proximal left anterior descending artery with 90% stenosis and was 16 mm long with a reference vessel diameter of 3.0 mm. Target lesion #1 was treated with pre-dilatation and placement of 3.0 x 20 mm study stent. With 0% residual stenosis. On the following day, subject developed myocardial infarction. The subject was discharged on dual antiplatelet therapy on the same day.

Manufacturer narrative:
(B)(4).

Event description:
A duplicate of this event was reported in MDR#2134265-2013-06350. It was further reported that post deployment of the study stent, obstruction of a septal branch was noted. The patient was transferred to the cardiovascular intensive care ward for monitoring. No action was taken in response to the event.